Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump would not provide audible alarms. The customer's blood glucose level was unknown at the time of the incident. It was stated that the alarms/alerts would display on screen but there is no sound. The insulin pump will be returned for analysis.